Event description:
It was reported that the end user was utilizing a manual wheelchair and sustained a fall resulting in a fractured hip. Specific details regarding the fall and injury were not provided.